Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the clinician noted an alert from the remote home monitoring system for high out of range pacing impedance measurements of greater than 2000 ohm for the cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right atrial (ra) lead. Boston scientific technical services (ts) was consulted and reviewed the data. Upon review it was noted that the ra impedance had an abrupt increase from approximately 400 ohms to 714 ohms and there were stored events on the ra channel of oversensing of the minute ventilation signal from the same day. Six days later there were more events stored on the ra channel due to oversensing of a true noise signal and high out of range pacing impedance measurements. Ts suggested bringing the patient in for evaluation and an x-ray. Ts also suggested turning off the rate response trend. The crt-p and another manufacturer's ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was brought into the clinic due to continued oversensing of the minute ventilation feature and that the lead safety switch (lss) had triggered from the high out of range pacing impedance measurement on the right atrial (ra) lead. The lss was programmed off and so was the rate response trend feature on the cardiac resynchronization therapy pacemaker (crt-p). One week later there was another alert for high out of range pacing impedance measurements. Boston scientific technical services (ts) was consulted and discussed the option of increasing the alert for out of range impedance measurements. The crt-p and ra lead remain in service and no adverse patient effects were reported.